Event description:
It was reported that the patient presented in clinic after receiving an alert for atrial lead impedance out of range. Upon interrogation, the atrial lead exhibited low lead impedance. Reprogramming the device did not resolve the impedance issue and caused the patient to experience muscle stimulation. The lead was fractured due to rib clavicular crush. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).